Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplemental mdrs are required unless additional information received makes the event reportable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that there is no surgery rescheduled in the future. The hcp decided to monitor the patient for now. The patient was fine before and after the procedure. There were no medicinal interventions required as a cause of aborting the procedure.

Manufacturer narrative:
H3: product analysis #(B)(4) :¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: dwgsfg15xxx-yyyy-zz rev. F ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex shield outer carton and inner pouch; and within a dispenser coil. The pushwire was returned stuck within the phenom 27 catheter. ¿ damage location details: the pushwire was returned extending out from catheter hub. In addition, the partial distal braid, sleeves and tip coil deployed from catheter distal tip. The pushwire was found to be bent at ~35.0cm from proximal end. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper and tip coil. The distal and proximal ends of pipeline flex shield braid were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter distal tip/marker band were examined, and was found flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. For further examination, the catheter was cut to remove the pushwire and braid from the catheter lumen. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have premature detachment as the distal and proximal ends of pipeline flex shield braid were fully opened and damaged. However, the root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227300144); product type. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline prematurely detached in the phenom catheter. The patient was undergoing flow diverter surgery for treatment of an amorphous, unruptured aneurysm in the cavernous sinus with a max diameter of 15.25 mm and a 8.08 mm neck diameter. The accessed vessel was the femoral artery. Landing zone: distal: 4.4 mm and proximal 4.1 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed the flow diverter was never implanted, so post-procedure everything remained the same. It was reported that during delivery, the pipeline flex deployed prematurely inside the phenom microcatheter, and the physician could push the pusher wire but the pipeline stays inside the phenom microcatheter. It was reported the device opened prematurely. The pr emature deployment occurred before the device was even pushed out of the microcatheter. There was no friction or difficulty during the procedure. The pushwire was not rotated or pulled back anytime during the procedure. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include an avigo guidewire.